Event description:
When using the rohrer phoenix co2 laser in scan mode, the laser paused when making its fractional scan and stuck in one space. It looked like the scan had stopped and that it was just a guide laser, but in less than a second I saw smoke from the patient's nose. My foot was not depressed on the pedal, and when I moved the laser off of their nose/face it left a streak across the face and small burn on the nose. We will find out later if it causes any permanent scarring or discoloration. Once I had the laser off of their face and pointed toward my treatment table, I tried to hit the standby button which wouldn't respond so, I immediately hit the emergency shut off button. I attempted to contact the manufacture but they did not have anyone available to take the call. We did not proceed with the co2 treatment after the error.